Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr0 ipg: (B)(6) 2014. (B)(4).

Event description:
It was reported that the day after implant, the threshold on the atrial lead increased with intermittent capture. Far field signal was seen but no markers on the atrial electrogram (egm). X-ray showed the lead was displaced. Lead revision is planned. No patient complications have been reported as a result of this event.